Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4). Product complaint # ==> (B)(4). H3 investigation summary ==> the product was returned to ethicon for evaluation. Three detached needles outside the foil packet were received for analysis. Product code vcp371h. During the visual inspection of the sample, the swage and attachment area did not meet expectations. Since the hit of the stake in one of the sides was unusual, this condition likely caused the sutures to detach from the needle. Based on the information currently available, an incorrect swage defect was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.